Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked prior to vaccinating the patient. This occurred with 2 needles, and this complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "incident details: here is the weekly report from april 14th to april 21st. Same issue of air block.. No wastage of vaccine or rls completed. Who was affected? Patient. Frequency of problem: recurring... Were you able to draw up solution and then unable to expel? Air locked, could not draw up or expel depending on event. Is there any visible blockage? No. What is the patient outcome? Are there any adverse events/serious injuries? Not in this case, all noted prior to trying to vaccinate patient. Was there a delay of, or change in, the course of treatment due to the event? Just time required to find a working needle. What type of procedure is being performed? Vaccination. What medication was used? Various vaccines.